Event description:
Patient treated in hospital for hyperglycemia. Nurse reports after admission, it was discovered that the patient had suffered a minor stroke. Product not being returned for analysis.